Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a recurring sensor discrepancy issue. The customer¿s blood glucose level was 150 mg/dl. The customer¿s blood glucose was 150 mg/dl while the sensor glucose was 100 mg/dl. It was noted that the insulin pump suspended the delivery. They removed the sensor and it was not bent. The product will not be returned for analysis.